Event description:
Caller reported that the cartridge was not fitting properly on the pump, leading to a high blood glucose level, with the value displayed as "high." Customer addressed the issue by administering a correction injection via multiple daily injections (mdi) and received assistance from healthcare provider to administer insulin. Caller was instructed by customer technical support to remove the case from the pump, clean the pneumatic tap area, and remove an o-ring causing the issue. Following these actions, the customer was successfully able to reload the original cartridge and resume insulin therapy.